Event description:
Customer reported that he had high blood glucose of 247 mg/dl, because his insulin pump was not delivering the correct amount of insulin. Customer stated that he went to airport scanning a while ago and since then, his insulin pump has not been functioning correctly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.